Event description:
It was reported that the patient went in for a routine change-out of the implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead was found to have low impedance and no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vrc implantable cardioverter defibrillator (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).